Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from mmt-1760kpk to mmt-1780kpk as per new additional information and updated in sections d1/d2a/d2b and d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the sleep current test. Unit failed to pass the self test due to pump error 63 occurring during testing. Unit failed to pass the sleep current test due to high currents. Unable to perform the displacement test due to missing retainer ring. No blank display noted during testing. The left and back keypad were intermittent during testing. Received pump with audio turned off in settings. Toggled on/off and increased and decreased volume with the audio feature functioning properly successfully downloaded history files and traces using thus. The keypad the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 63 variable (15 and 03) occurred on 04/08/2024 09:28--09:51 and 10/23/2024 11:29 in history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Unable to lock p-cap into place due to missing retainer ring. The following were noted during visual inspection: scratched case, missing o-ring (reservoir tube), detached retainer, pillowing keypad overlay, stained serial label, broken reservoir tube lip. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Pump error 63 variable (15) is confirmed due to hardware anomaly and due to being found in history file. Pump error 63 variable (03) is confirmed due to cracked soldered joint at the u1 pin (02). Frozen screen is not confirmed. Audio anomaly is not confirmed. Keypad unresponsive is confirmed due to moisture damage on the the keypad assemblies and intermittent during testing. Unexpected battery power is confirmed due to occurring during testing and due to moisture damage on the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed hardware low level failure and frozen display. The customer¿s blood glucose level was unknown at the time of the incident. Customer was unable to successfully clear the alarm. Pump buttons did not begin to work in less than 5 minutes without battery change. Alarm occurred after the time that the buttons were not responding. Customer stated that the screen was blank and beeping insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was not expected to be returned for analysis.